Event description:
It was reported to philips that the device does not recognize electrodes. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not recognize electrodes. The device was in use on a patient and there was no adverse event to patient or user.